Event description:
The customer reported that the device fails the defib portion of the shift test. The device printout shows <defib failed external paddles>, also fails with pads and test load.

Manufacturer narrative:
(B)(4). The customer reported that the device fails the defib portion of the shift test. The device printout shows <defib failed external paddles>, also fails with pads and test load. The device was evaluated at philips. The symptom could not be duplicated. However, error 00080 (defib failure - charging circuits) was noted in the status log indicating a malfunction occurred. The power pca was replaced as a result of this error as recommended in the service manual. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.